Event description:
It was reported by the sales rep that during a shoulder arthroscopy procedure on an unknown date, it was observed that the cover on the buttons on the vapr tripolar90 suction electrode device came off. Another like device was used to complete the procedure. There were no adverse patient consequences. Nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode's cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. The rubber boot is slipped from the buttons place. The electrode was tested, when connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were activated for one minute, the electrode worked as intended. On a communication with the manufacturer, they sent an evaluation for vapr tripolar 90 suction elect: the product risk analysis, pfmea and adequate process controls already being in place to detect this type of failure. This complaint is confirmed. The possible root cause of this failure could be related to loading/stressing during use. Document 892007-dr vapr system risk assessment was reviewed for the reported defect. Lines 900 & 970 apply as detailed below: line#900 ¿ loss of function - inside the package, system units fail to withstand transportation \ handling \ impact forces related to movement, installation or use, resulting in damage. Outcome/harm - increased procedure time - patient under anesthetic extended period of time sev - minor ¿ occ - probable ¿ alra. Line#970 - loss of function - outside the package, system units fail to withstand handling \ impact forces related to movement, installation or use, resulting in damage outcome harm - increased procedure time - patient under anesthetic extended period of time sev - minor ¿ occ ¿ alra. A review of our complaint records over the last 12 months to assess the frequency of this defect and our analysis show this defect is an isolated case. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is an isolated incident, no further action is required at this time. A DHR review has been performed for lot u2201054; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.